Manufacturer narrative:
H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a crack at the side of the welded cassette. Functional testing including leak testing, clear passage testing and clamp function testing were performed and a leak was observed from the cracked area. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set w/cassette leaked from an unspecified location. This was observed at the end of peritoneal dialysis (pd) therapy. The leaked was further described as ¿liquid leaked from the set and ran into the drawer" of the table where the cycler was located. There was no patient injury or medical intervention associated with this event. No additional information is available.